Event description:
It was reported that this patient had an infection and the insertable cardiac monitor (icm) device was pushed out of the pocket. Boston scientific technical services (ts) received a call from a boston scientific representative. The boston scientific representative reported a medical assistant provided there had been an infection four months prior and recently the icm device was pushed out of the pocket. Additional information from the boston scientific representative provided the patient is in possession of the icm device and instructed the medical assistant to request icm device return from the patient. No new device has been implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this patient had an infection and the insertable cardiac monitor (icm) device was pushed out of the pocket. Boston scientific technical services (ts) received a call from a boston scientific representative. The boston scientific representative reported a medical assistant provided there had been an infection four months prior and recently the icm device was pushed out of the pocket. The icm device has been returned for analysis. No new device has been implanted. There were no additional adverse patient effects reported.